Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch 2032227-2016-39912.

Event description:
The customer's mother reported via telephone call that the insulin pump had been alarming for insulin flow blocked. The blood glucose reading was 408 mg/dl. The customer treated with the insulin pump. The caller reported that the alarm was resolved with a complete set change. The insulin pump was not replaced or returned for analysis.